Event description:
Olympus (omsc) was informed that the customer evis lucera gastrointestinal videoscope was returned to the olympus repair center for a reported ¿weak air supply and water supply¿. The customer problem was found during an unspecified event. During the repair inspection, foreign material was identified stuck inside the air/water nozzle at the distal end. This report is being submitted to capture foreign material stuck inside the air/water nozzle at the distal end.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, the amount of air and water supplied is insufficient due to clogging of the air/water nozzle. The nozzle was found clogged with a white colored foreign material. The material remains unknown. The inspection also noted the bending angle and play of the angulation knob is out of the normal state is insufficient due to the elongation of the angle wire. The bending section cover adhesive is cloudy/discolored. The distal tip cover has indentations. The objective lens adhesive and light guide lens adhesive are both cloudy/discolored. Scratches were found on protective boot covers of the universal cord and insertion tube. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the results of the foreign material component analysis, appearance checks of the nozzle detected clogging of white foreign materials (a solid material and fiber). The analysis revealed that the solid material was hydrocarbon system resin, which was likely polypropylene, and the fiber was cellulose. The root cause of the foreign material could not be determined, however, polypropylene is widely used for medical devices, and as such, it is possibly the result of damage or deterioration to peripheral endoscope equipment. Additionally, based on optical microscope observation, the cellulose was found to be round and twisted. It is presumed that it was cellulose fabric, derived from cotton cloth such as lint-free cloth. There is a possibility that the foreign material was derived from fabric cellulose if it was used around the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that no device fragment or foreign object fell into the patient with the use of the subject scope, and it was confirmed there was no adverse outcome to the patient or procedure. Additionally, the customer provided information regarding the reprocessing of the scope. It is unknown if the scope was cleaned, disinfected, and sterilized prior to requesting repair. The customer was unaware that a foreign object adhered to the air water nozzle of the scope. The customer indicates it is not likely the subject scope was used with foreign material adhered to it. It is unknown if there was a delay in pre-cleaning after clinical use. Air and water were able to be supplied to the air/water nozzle. The scope was manually cleaned normally with the accessories. The scope was not left in cleaning solution. It is unknown if the scope was the air/water nozzles were wiped/brushed with gauze, a brush, or a sponge.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device was serviced via repair in the past year, december 2021 for a reported insufficient air flow to clear water from the objective lens. Distal end section was replaced. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the foreign material in the nozzle was recognized but unspecified. Moreover, no deformation of the nozzle was observed and there were no obvious deviation of reprocessing by the customer. Therefore, the cause of the remaining foreign material is unknown. Olympus will continue to monitor complaints for this device.